Event description:
Clinical trial. It was reported that an unspecified amount of time following a coronary artery drug eluting stent treatment procedure, the patient developed restenosis. The index procedure identified and treated one lesion. The 90% stenosed, 2.5x10mm 1st rpl (right posterolateral) lesion was treated with predilation, placement of a 2.5x16mm taxus liberte stent, and post dilation resulting in 0% residual stenosis. There were no reported complications and the patient was discharged one day post procedure on asa and plavix. The study site has reported that the patient was readmitted on an unknown data due to coronary artery restenosis and a non-target vessel reintervention was performed. Additional information has been requested, but has not been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.